Event description:
It was reported that the pump battery was depleting too fast. There was no adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot the issue at this time, and no further action was required.